Manufacturer narrative:
The company rep examined the system and no problems were found. The phaco handpiece was tested in both ports. The footswitch was tested. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined. (B)(4).

Event description:
A materials manager reported the phacoemulsification (phaco) was not working on the unit during a cataract with intraocular lens implant procedure. They replaced the phaco handpiece, but the problem persisted. Following a five minute delay for a system exchange, the procedure was completed with no impact to the pt.